Manufacturer narrative:
Evaluation of the returned device on july 1, 2015 found that the protege rx sds's (stent deployment system) distal tip was still attached and the stent was partial exposed and flowered. The stent was still engaged with sds retainer. Approximately 12mm of the 40mm stent is exposed and flowered. The stent was able to be deployed for examination: no abnormality or deformity. The distal assembly was examined: no abnormality or deformity. The distal end of the outer sheath exhibited damage from the prematurely deployed stent. The instructions for use, (IFU), list under general warnings and precautions: carefully inspect the sterile package and device prior to use to verify that neither has been damaged during shipment. No components were missing.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). As reported, the customer stated that after the guide catheter was in place, the balloon was pre-dilated, embolic protection was deployed 3cm from the lesion, then dilated again. After that the protege rx was selected. During the process of delivering to the lesion site, the stent was stuck and the front part of the stent fell off. The physician withdrew quickly and found the front end of the stent fell off. Another stent of the same model was replaced and the procedure was carried on. Angiography showed accurate implant site, operation was successfully concluded. No harm was done to the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, including the return of the device. Should the information become available, a supplemental report will be submitted. (B)(4).